Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. During alarm log review an f-38 alarm was identified. The cause of the alarm was determined to be due to damaged force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump had an f-38 alarm. There was no patient involvement. No additional information is available.